Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, biomechanical overload, increased sensitivity, swelling, mobility.